Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported the unit self-activated while in-use in theatre. Patient burn was reported due to the self-activation. Monopolar 1 was in-use during the fault. Type of electrosurgical pencil used was unknown. The burn was superficial in the upper gi tract with no treatment needed.

Manufacturer narrative:
Evaluation summary: one forcefx-8cs generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample to function normally and within all related specifications. If information is provided in the future, a supplemental report will be issued.